Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the malfunction, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the issue recurred and acknowledged the instructions provided.